Event description:
It was reported that the patient was in a lot of pain during the initial implant. The ins was placed on the bladder and the patient experienced retention, couldn't bend over without it hurting, it hurt to the touch to the skin, and she had a horrible scar. It was later reported that the therapy was inadequate and the patient experienced undesirable positional changes. The trial had worked well, but the permanent implant never worked. A lead revision was performed to move and reposition the lead, but this did not resolve the issue. The ins caused discomfort, and the hcp also tried to move this to the other side without resolving the issue and the decision was made to remove the ins.

Manufacturer narrative:
Analysis of the neurostimulator model 7427, serial (B)(4), found no significant anomaly. The battery was not in new condition, but there was good stable output on the electrode pairs as received. Analysis of the extensions model 748966, serials (B)(4) and (B)(4) found no significant anomalies. The bodies were cut through and the products segmented. Continuity was acceptable.

Manufacturer narrative:
Product ID 748966, lot#, serial# (B)(4), implanted: explanted: product type extension, product ID 748966, lot#, serial# (B)(4), implanted: explanted: product type extension, product ID 7435, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3887-33, lot# j0461501v, serial#, implanted: 2005 (B)(6), explanted: product type lead, product ID 3887-33, lot# j0454763v, serial#, implanted: explanted: product type lead. (B)(4).